Manufacturer narrative:
H10: of the 14 reported malfunctions, 6 were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr's 2020394-2021-80444,2020394-2019-04368, 2020394-2020-06438, 2020394-2020-06411, 2020394-2020-06436 and 2020394-2020-06445. H10: of the remaining 8 devices, the product catalog number of one device was updated to dl900j and another device was updated to unk denali. H10: of the remaining 8 malfunctions, six lot numbers were provided and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation. However, medical records were provided and reviewed for five malfunctions in which three malfunctions included images. Medical records were not provided for three malfunctions and the investigation is inconclusive for the reported perforation as there was no objective evidence has been provided. For 3 of the 8 malfunctions, the investigations were confirmed for perforation. The remaining two malfunctions are inconclusive for alleged perforation.based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfzk3543a, gfbv0716, gfxc3671, unknown), g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All eight malfunctions involved patients with no reported consequences. Four patients were between the ages of 43-69 years, and two patients weighed between 72-102 kgs. Three patients were reported as male and two were reported as female. All other patient information was not provided.

Manufacturer narrative:
H10: of the 14 reported malfunctions, 7 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr's 2020394-2021-80694, 2020394-2021-80444, 2020394-2019-04368, 2020394-2020-06438, 2020394-2020-06411, 2020394-2020-06436 and 2020394-2020-06445. H10: of the 7 devices, the product catalog number of one device was updated to dl900j. Of the 7 malfunctions, six lot numbers were provided and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation. However, medical records were provided and reviewed for six malfunctions in which three malfunctions included images. The investigation is inconclusive for the reported perforation for 3 malfunctions. For 4 malfunctions, the investigations were confirmed for perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4(corporate lot number: gfzk3543a, gfbv0716, gfxc3671, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All seven malfunctions involved patients with no reported consequences. Five patients were between the ages of 43-69 years, and three patients weighed between 72-105 kgs. Four patients were reported as male and two were reported as female. All other patient information was not provided.

Event description:
This report summarizes fourteen malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. All fourteen malfunctions involved patients with no reported consequences. Five patients were between the ages of 36-69 years of age, and three patients weighed between 66-102 kgs. Three patients were reported as male and two were reported as female. All other patient information was not provided.

Manufacturer narrative:
H10: of the (B)(4) reported malfunctions, (B)(4) was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2019-04368. H10: of the (B)(4) devices, the product catalog number of (B)(4) device was updated to dl900j, lot number gfbv0716. H10: for the remaining (B)(4) malfunctions, six lot numbers were provided and the remaining lot numbers are unknown. Four malfunctions provided medical records for review and three of the four that provided medical records also provided images. Three malfunctions were confirmed for perforation of the ivc and one was inconclusive for the alleged issue as no device deficiency was found. A definitive root cause could not be determined. The devices are labeled for single use. H10: d4 (corporate lot number: gfzk3543a, gfbv0716, gfaq4449, gfxc3671, unknown), g4 h11: b5, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. All nine malfunctions involved patients with no reported consequences. Four patients were between the ages of 43-69 years of age, and two patients weighed between 72-102 kgs. Three patients were reported as male and two were reported as female. All other patient information was not provided.

Manufacturer narrative:
H10: of the 14 reported malfunctions, 5 were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr's 2020394-2019-04368, 2020394-2020-06438, 2020394-2020-06411, 2020394-2020-06436 and 2020394-2020-06445. H10: of the remaining 9 devices, the product catalog number of one device was updated to dl900j and two devices were updated to unk denali. H10: of the remaining 9 malfunctions, six lot numbers were provided and lot history reviews were performed. Five malfunctions provided medical records for review and three of the five that provided medical records also provided images. Three malfunctions were confirmed for perforation of the ivc and the remaining six investigations were inconclusive for perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot number: gfzk3543a, gfbv0716, gfxc3671, unknown), g4 h11: b5, g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for seven of the fourteen malfunctions, the remaining malfunctions' lot numbers are unknown. Of the fourteen malfunctions, the product catalog number of one device was updated to dl900j; the sample was not returned but medical records and images were received, the investigation of this reported event identified perforation of the ivc. One malfunction was reassessed for reportability and determined to be reportable, as a serious injury. Of the remaining twelve malfunctions, eight did not have a sample returned and received no medical records or images; therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. For the remaining malfunctions, the sample was not returned but medical records were received, the investigation is currently ongoing. Lot #: (gfzk3543a, gfbv0716, gfaq4449, gfxc3671 ).

Event description:
This report summarizes fourteen malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. All fourteen malfunctions involved patients with no reported consequences. Five patients were between the ages of 36-69 years of age, and three patients weighed between 65-102 kgs. Three patients were reported as male and two were reported as female. All other patient information was not provided.

Manufacturer narrative:
The devices for the fourteen malfunctions have not been returned to the manufacturer for evaluation; however, medical records have been received. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use. .

Event description:
This report summarizes fourteen malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. All fourteen malfunctions involved patients with no reported consequences. One patient was reported as a (B)(6) year old male, all other patient information was not reported.